Event description:
In 2001, a pt was brought to the emergency room via ambulance for eval of symptoms related to diabetic ketoacidosis. The pt's medical history included a twenty year history of insulin dependent diabetes with nephropathy and neuropathy. The pt had apparently not been taking insulin or been eating during the three days prior to admission. Blood sugars were in the five hundred range. After examination by the emergency room physician on duty, the pt was administered 10u humulin regular insulin ivp at 3pm. At 4:45pm infusion of 100u humulin regular insulin in 100cc normal saline was begun at 6cc per hour via a sigma pump. Although the solution was infusing well at 6:15pm, it was identified at 7:00pm that approx 75cc had infused. Infusion was immediately discontinued and consultation with a critical care physician was requested. Nahco3 was administered and the pt was transferred to the cardiac care unit for observation and management of a hypoglycemic reaction. The pt was transferred two days later to a med/surg nursing unit and discharged the following day in stable condition. The pump was sequestered along with the tubing that had been used and was sent to the hospital's biomed engineering dept the following day for eval. Testing with the original as well as with a new set of tubing revealed that the volume of fluid delivered exceeded the volume which the pump was programmed to deliver.